Manufacturer narrative:
Analysis of interstim ii s/n (B)(4) revealed no significant anomaly. The setscrew was backed out too far, but was functionally ok. Analysis of tined lead l/n va0fklb revealed non-conformance. Circuits two and three were open. The two conductors were broken 5.0 cm from distal end. One conductor was broken under the proximal marker band.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0fklb, product type: lead. (B)(4) analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the patient¿s system was replaced due to high impedances of 4,000 ohms on all electrodes. X-rays were also performed. The patient had had less than fifty percent therapy relief. After replacement, the patient had greater than fifty percent symptom reduction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.